Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump stopped working. Customer blood glucose was 123 mg/dl. Customer's father reported the insulin pump alarmed failed battery test and the device stopped working, took battery out and put it back in and the same error occurred. Battery cap off issues and customer's father stated it was a little scary the customer almost had to go to the hospital. Troubleshooting was performed. Customer blood glucose the night prior was above 600 mg/dl. Top of the battery cap is stripped. Spring in the battery compartment and the compartment were not damaged or corroded. No further information reported. Customer's father did not have the items needed to clean the battery compartment or battery cap, so he was advised that a new battery cap will be sent. Customer's father was also advised to call back when he received the battery cap for further troubleshooting. No further information provided.